Event description:
Two hrs and 13 mins into treatment, foam noted at top of arterial and venous chambers of blood tubing cassette and bottom of venous chamber. Foam 6-7 inches long also noted in tubing after air bubble detector. Air bubble detector had alarmed. All connectors checked and were tight. Pt's lines flushed. Hemoglobin and hematocrit drawn, and new set up obtained. Pt lost approx 250cc of blood. Denied any complaints. Facility received the memo about the blood tubing problem and had one of the lot numbers; although they can't confirm that the lot was used for this treatment.